Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with itching, rash, and redness under entire patch area. Due to concern for infection, indicated by itching, rash, worsening redness, the patient's home health nurse called 911. An ambulance transported her to the emergency room, no medication/treatment provided during transport. At the ER, they treated her with topical antibiotics bacitracin and were prescribed an unspecified oral antibiotic. She was advised not to put another sensor into that area. The patient was discharged on the same day. At the time of the report, patient condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).